Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating impedances from 1010 ohms now down to 160 ohms. The patients thresholds have also increased and when the patient is programmed to high outputs stimulation occurs. The physician requested a lead revision, and during the revision they elected to explant and replace both this lead and the patients device to avoid any additional surgeries that might be needed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.